Event description:
It was reported that pump insulin gauge displayed an amount different than expected and fill estimate remained static at 40 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressure used to calculate remaining insulin and advised that fill estimate would begin counting down once actual insulin amount matched the displayed value, and caller understood and acknowledged the explanation.